Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's fill estimate was inaccurate. Reportedly, the customer stated that the cartridge felt like it was "bulging" during the load process. There was no reported impact to the customer's blood glucose level.